Event description:
A crunching sound was heard when lowering the stryker labor bed after the patient received an epidural. The patient complained of pain in the inner aspect of the right knee. Lowering stopped immediately. It appears a handle the patient would hold caught on the frame and hit the patient in the knee. The obstruction was cleared and the bed was lowered without incident. The patient was treated with an icepack - no injury noted. Additional follow-up reveals: patient placement was correct. The handle should have been moved away before changing the position of the bed.